Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypads being replaced due to devices not turning on was evaluated. Three keypads were confirmed to have a faulty system on key and nonfunctioning ac indicator lights. All other keys on the keypads were functioning as intended. Test results identified that the ac indicator light did not illuminate on the keypads after plugging in the power cord and the system on key did not function on 3 out of 6 keypads. Three keypads unexpectedly powered on when connected to the test fixture. All other keys functioned as intended. S/n 15528819 was observed to have an illuminated red-light indicator which it associated to the system on key. No alarms were observed with this failure. All other keys functioned as intended. An internal inspection was performed. Each layer of the front case was removed and inspected for anomalies. Signs of fluid ingress was visible and broken traces were observed on two keypads. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. There was no patient involvement (npi). Device inspection: external and internal inspection was performed on (qty 3 printec p/n tc10013664 and qty 3 printec p/n tc10012515). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and two keypads had broken traces (20) associated with the system on key. During external inspection, the keypads were in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 25mar2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 30oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.